Event description:
It was reported that this right atrial (ra) lead exhibited sensing noise following an atrial fibrillation ablation procedure. Specific patient information as well as ra lead model number and serial number information were not provided. Evidence is suggestive the ra lead remains in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).